Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump was emitting recurrent call service alarms after the pump had been struck. The alarm would emit despite attempts to reboot the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings:the complaint could not be investigated due to an unrelated issue. The pump powered on with a blank display screen. The display screen was found to be cracked. Replacement of the cracked display screen with a test display returned display function. A review of the pump¿s black box revealed a related call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.